Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, diopter -12.5 into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault. Reportedly, the lens remains implanted. The surgeon intends to continue to follow up with the patient.